Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site following significant weight loss and the ipg was protruding. Surgery was undertaken on (B)(6) 2023 to replace the ipg and extend the ipg pocket to address the discomfort. Effective therapy was established postoperatively.